Event description:
Pt underwent acl reconstruction with the use of a single calaxo screw inserted in the tibia approx 8 months ago. The pt now presents with a painful mass over the tibial site; and MRI shows diffuse edema in the same area. No revision surgery has been performed as of 2008.